Event description:
It was reported that, post paced t- wave oversensing was observed on the device. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that the device was reprogrammed to resolve this event.